Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of incident. The customer's other blood glucose was 167 mg/dl. The customer was treated with food in the hospital. Based on customer report customer did not allege the insulin pump was over delivering. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump passed self test. The insulin pump will not be returned for analysis.